Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Uopn investigation of the actual device used in this incident, the station was getting stuck at the login screen, and the biometric identifier was not active or responsive. A technical support specialist (tss) received the call and gathered details regarding the issue, where the login screen became unresponsive and biometric authentication failed to proceed despite multiple attempts. The tss noted that the device continued to exhibit the same behavior after a reboot and identified that the issue no longer occurred after the device was relocated, although preventive assistance was requested. The tss provided updates to the customer, coordinated escalation to the appropriate team, and ensured the case was prioritized. Further analysis indicated slow authentication with the hospital domain. Network configuration was reviewed without changes, and it was identified that the device was connected via wireless connectivity. Database health was verified and confirmed to be stable. Based on the findings, the issue was attributed to delayed authentication processes, and coordination with the active directory team was recommended for further investigation. Then technical support specialist proceeded for case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, umwor_spr was getting stuck at the login screen, and the fingerprint scanner appeared to be inactive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.